Manufacturer narrative:
Concomitant products: 419688 lead, implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead was undersensing and the patient was experiencing palpitations and shortness of breath. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.